Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgment was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that during preparation, it was observed that the stent was dislodged. Analysis of the returned stent delivery system (sds) confirmed the reported stent dislodgement. The stent was shifted distally. It is possible that inadvertent mishandling during sheath stylet removal contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of the 3.50x28mm rx xience skypoint stent delivery system (sds) it was noted the stent was partially dislodged from the balloon. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.